Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse observed that the instrument was leaking from the main diluter module. The fse found the tubing pinch valve (pv43) was defective. The pv43 tubing line carries blood, diluent, and cbc lyse, and is the pathway for the cbc waste drain. The fse replaced the tubing. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause of the leak was defective tubing at pinch valve 43 (pv43). (B)(4).

Event description:
A customer reported there was a leak inside the main diluter module of the coulter lh 500 hematology analyzer. The customer was unable to locate the leak source. The material safety data sheet (msds) was not reviewed. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. There customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event.